Manufacturer narrative:
The scope was returned for service/repair. Upon inspection and testing, the customer¿s reported issue was confirmed, when brushing the forceps channel black foreign substance was attached to the tip of the brush. A visual inspection was performed, and no significant visual defects were found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed by the customer that during brushing (using an unspecified non-olympus brush), a black-colored foreign substance came out from the evis lucera elite colonovideoscope¿s channel. The event occurred after the pre-inspection, bedside cleaning (suction and air/water supply) was performed. No death, injury, infection, or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: a foreign object was inserted into the olympus device leaving behind residue. A component analysis was conducted of the collected foreign material and found out that it was a mixture of fluoroplastic and polypropylene. It is speculated that fluoroplastic may be derived from a fluorine-based resin, and polypropylene may be derived from a thermoplastic resin such as a plastic material. Both are resin-based components, and since they have a wide range of uses and origins, it is difficult to identify the cause. In addition, a cleaning brush made by another company that was included with the scope, it was confirmed that a feeling of resistance was generated. Since fluoroplastic is used as the material for the biopsy channel, there is a possibility that it may have been detected by component analysis by scraping a small amount by using a brush with strong insertion / removal resistance made by another company. ·we compared the component waveforms of the mixture obtained this time with the waveforms of the adhesive applied to the biopsy channel connection, but they did not match. ·since it was said that it occurred immediately after the repair, we investigated the possibility of the cause by the repair, but there was no abnormality in the repair work, and after the work was completed, the inside of the biopsy channel was cleaned. Therefore, it is unlikely that foreign material remains. A definitive root cause cannot be identified. This issue is covered in the instructions for use: "be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility. " olympus will continue to monitor the field performance of this device.